Event description:
It was reported that bd¿ sharps collector had a missing lid. The following information was provided by the initial reporter: "it was reported by the consumer the lids were missing."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sharps collector had a missing lid. The following information was provided by the initial reporter: " it was reported by the consumer the lids were missing. "

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution? Yes. D9: returned to manufacturer on: 28-dec2021 h6: investigation summary a sample was received and investigated by our quality team. There was clearly no lids and the complaint was immediately verified. The investigation was then forwarded to the supplier for further investigation. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. The root cause of the missing lids was unknown but there is a potential root cause of distributor mishandling and repackaging.